Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the ipg and midline incision sites. Symptoms were redness and drainage at thoracic incision. The patient was prescribed antibiotics and underwent an explant procedure. It was noted that the infection was not device or procedure related.